Manufacturer narrative:
Further information from the reporter regarding the device details, implanting physician and institution name, explanting physician and institution name and return of the device has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "surgery of replacement of prosthesis due to rupture". This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting rupture.

Event description:
Healthcare professional reported "surgery of replacement of prosthesis due to rupture". This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. Additional observations: ¿ observed 2 openings assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: no observed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ biological tissue observed on the device.

Event description:
Healthcare professional reported "capsular contracture, grade ii on right side and per ultrasound there is 31 mm of periprotesic liquid.